Event description:
It was reported that one day after implant, high threshold, oversensing and undersensing was seen on the right atrial (ra) lead. Atrial dislodgement was suspected. A stylet was used to reposition the ra lead to a new location in atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 implantable defib lead, (B)(6) 2014. (B)(4).